Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The reported noise and oversensing was not confirmed through laboratory analysis. Further analysis noted a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) discussed troubleshooting options. Noise was able to be recreated by having the patient lay down and sit up. The noise was felt to be related to myopotentials. It was reported that the physician programmed tachycardia therapy off and planned to schedule a device replacement and implant of a transvenous system. The patient was offered a lifevest, however, refused at this time. Device replacement has not yet been planned. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) discussed troubleshooting options. Noise was able to be recreated by having the patient lay down and sit up. The noise was felt to be related to myopotentials. It was reported that the physician programmed tachycardia therapy off and planned to schedule a device replacement and implant of a transvenous system. The patient was offered a lifevest, however, refused at this time. Device replacement has not yet been planned. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Technical services (ts) discussed troubleshooting options. Noise was able to be recreated by having the patient lay down and sit up. The noise was felt to be related to myopotentials. It was reported that the physician programmed tachycardia therapy off and planned to schedule a device replacement and implant of a transvenous system. The patient was offered a lifevest, however, refused at this time. Device replacement has not yet been planned. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.